Event description:
It was reported that the device exhibited a recurring upstream occlusion fault. Despite changing the tubing, the problem persisted and according to the reporter, the consumable had been used for many years with no previous damage, to which they affirmed that the consumables potentially have a defect. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one new administration set was provided for evaluation along with six photos. Visual inspection did not find any defects. Functional testing was performed and the reported issue could be not confirmed. A lot of history review was performed and no anomalies were identified.